Event description:
The customer reported the color of the camera turns yellowish when the optics are placed on it and the field of view becomes blurred during inspection for use involving an olympus camera head. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.